Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, after intraocular lens implantation surgery, post operative one month, the haptic detached from the optic, resulting in lens dislocation. Hence the lens was removed and replaced with another lens during the secondary procedure.